Event description:
On follow-up, it was confirmed that there was no patient impact and there was no additional interventions performed because of the event.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received used, intact, and was dull. It was noted that there was a bio residue proximal to the head and between the flutes. It was also noted that the tool was not burnt. However, it is possible for a lack of irrigation to cause burning of the bone. The likely cause was identified as contact with foreign metal deposit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a 4 level laminectomy, the burr gets dull quickly on the 2nd level. The surgeon didn't use an irrigation and reported that the burr was burnt and burning the bone. It was reported that another burr was used to complete the procedure. It was also reported that the patient had no further issues post-surgery.